Event description:
During the procedure, the morcellator stopped functioning part way through morcellating the patient's fibroids. The device was removed from the field and another device was utilized. It is unknown if the 2nd device was of the same or different lot. The patient was not injured as a result of the device failure.